Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated a patient generated a lower than expected tsh result on the architect i2000 sr analyzer. A sample from this patient was obtained and tested at another facility and generated a tsh result of 10.0 uiu/ml on the eklusis. Later that day, another sample was obtained and tested on the architect i2000sr with a result of 3.8 uiu/ml. The customer stated the patient had taken celecoccs (celebrex) and inquired if this interferes with the architect tsh assay. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Testing and complaint data were reviewed. Literature review of the impact of celebrex on the tsh assay. See below for summary of results. In response to this issue, an investigation was conducted for architect tsh. The reagent lot in use by the customer was not known, so as part of the investigation, in-process testing data and final product release testing data for architect tsh reagent lot 54912jn00 was reviewed. As part of release testing, architect tsh control and panel values were assessed using architect tsh reagent lot 54912jn00. Additionally, architect tsh reagent lot 54912jn00 is part of the in-house stability program and has been tested at one, two, and three month intervals after final customer release testing. All test results were within acceptance specification limits. The customer's correspondence indicated that the patient was administered analgesics medication "celebrex." A comprehensive review of the design records database was carried out to investigate whether the analgesics medication "celebrex" has any impact on tsh concentrations. No evidence was found to indicate any correlation with the analgesics medicine "celebrex" and the tsh assay. In addition, a comprehensive search of electronic journals in the u.s. National library of medicine and the national institutes of health was carried out and no references were found in relation to the analgesics medicine "celebrex" and the tsh assay. The master lot testing for architech tsh reagent was reviewed and indicated the master lot met all acceptance criteria. A review of the historical data was carried out for the architect tsh reagent lot 54912jn00 that demonstrated that this material met all in-process testing requirements, customer release specifications, and package insert claims. A review of the complaint trending reports did not identify any adverse trending related to this issue. Based upon the investigation, it was determined that the architect tsh reagent kit, lot 54912jn00 is meeting all its safety, effectiveness and label claims. The investigation is unable to provide a specific reason why the customer experienced this issue. This is the final report.